Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets, performed a manual prime and high pressure test per (B)(4). A new lab reservoir was used along with a 5 xx insulin pump. All three infusion sets failed per specifications and the infusion sets were found to be occluded at the quick release connection septum side. Three random sealed infusion sets were inspected and a manual prime along with a high pressure test were performed per (B)(4). A new lab reservoir was used along with a 5 xx insulin pump. All three infusion sets passed per specifications. There was no occlusion anomaly observed during analysis and the infusion sets were found connected/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with the infusion set. Customer's blood glucose level was 350 mg/dl. Customer had issues pushing insulin into the tubing with the plunger. Customer tried three different infusion sets and the issue remained unresolved. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.